Event description:
Blood & tissue center was informed in 2002, by the cdc that a patient developed an infection following a surgical procedure which included the implantation of a patella tendon #00-005-016. Investigation, at this time, reveals that tissue conformed to all requirements. All post procurement and post processing cultures were negative. The hospital implanting the tendon has categorized the infection as post surgical.